Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 had failed. A field service engineer (fse) addressed a bogus failure in auxiliary drawer 6.1, specifically pocket b0, by replacing the drawer controller and the pyxis interface board. The drawer recovered and functioned properly, although the bogus pocket remained. The issue was escalated to the technical support center for resolution of the database-related problem. The technical support specialist (tss) identified a ghost pocket generated in the half-height drawer auxiliary drawer 6.1, pocket b0. Knowledge article "bogus cubie ¿ pocket out of range" was applied to remove the ghost pocket. The drawer was tested in diagnostics and by the customer, with all tests passing successfully. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 was repeatedly failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 was repeatedly failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.